Event description:
The reporter stated, the surgeon inserted and removed a (B) (6) collamer plate lens. Lens was damaged upon insertion. No enlarged incision or sutures. No pt injury.

Manufacturer narrative:
(B) (4). Eval: results: a visual inspection of the returned product found lens haptic torn off completely and pieces missing. Optic torn, piece missing. There was evidence of clear surgical residue. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in (B) (6) 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).